Manufacturer narrative:
During our investigation, x-rays were reviewed. It was concluded with clinical professional that the sole cause of this event is due to surgical technique.

Event description:
On (B) (6) 2008, the physician treated an open reduction internal fixation distal radius fracture with bone substitute and an acumed 2.3mm x 24mm locking cortical screw. Post-operation, the patient had minimal pain, but the bone failed to heal (nonunion). The broken hardware was seen on x-ray in (B) (6) 2009. The broken hardware was removed from the patient on (B) (6) 2009. There was a persistent nonunion, but the patient did not want to have bone grafting and repeat fixation. After removal of broken hardware, the patient was treated in a cast for four weeks post operation. Reference initially filled adverse event report number: 3025141-2009-00019.